Event description:
It was reported that the patient experienced a history of intermittent phrenic nerve stimulation and diaphragmatic stimulation caused by the right ventricular (rv) lead. It was noted that the left ventricular (lv) lead had high and undefined impedance measurements and high threshold measurements of the right atrial (ra) lead was also noted. It was further reported that the physician was unable to recreate any stimulation from the ra lead or the rv lead. The lv lead was capped and replaced. Reprogramming was done to the rv lead and both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015; dtma1d4, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.